Manufacturer narrative:
B4:(B)(6)2021. The field service engineer (fse) could not duplicate the customer reported problem of the "check vent: proximal pressure sensor range error but found the proximal pressure sensor range error in the diagnostic log. The fse replaced data acquisition pcb assembly. Performed performance verification test, and unit passed successfully. The unit is ready for patient use.

Manufacturer narrative:
The data acquisition (da) pcba was returned to the manufacturer for failure analysis. The data acquisition (da) pcba was tested, and no failures were identified.

Event description:
The customer reported that the unit previously had a blank screen. The unit went back into service and is now getting check vent prox sensor failed. The customer contacted product support and reported an error in the significant event logs. The caller advised has not been able to duplicate the reported issue. The customer reported that the unit was in use on a patient, but there was no patient harm reported.